Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported "tb-scissor broke in the patient during the procedure. All the pieces have been recovered". There was no patient injury or harm reported due to the event.

Manufacturer narrative:
Corrected fields: b1, b2, b5, h1, and h6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was additionally reported that during the therapeutic procedure, the broken pieces of the ultrasonic surgical device were retrieved. There were no reports of patient harm.